Event description:
A reporter called to submit a report about the adverse effect he has experienced 4 months after his laser surgery. He said as a result of his laser surgery he now has a condition called macular pucker which is a rare eye condition that can make your vision wavy or distorted.